Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 07 apr 2024, it was reported that one infusion set cannula was bent. The patient noticed the symptoms within three hours of insertion in upper buttocks. The blood glucose level was 150 - 200 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02131 - device 1 of 3.